Event description:
It was reported that this right ventricular (rv) lead exhibited stable high out of range shock impedance and increasing high capture thresholds. Isometrics was performed. No noise was present. It was noted that the patient fell approximately a year ago. The health care professional (hcp) plans to give the patient a communicator, perform an x-ray, and further shock tests. The lead remains in use. No adverse patient effects were reported.